Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices associated with this event: heartware ventricular assist system - battery: battery / (B)(4)/ model # 1650de / exp. Date: 31jul2017, device available for evaluation: no, device evaluated by manufacturer: no. Mfg. Date: 31jul2016 labeled for single use: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model # 1650de / exp. Date: 31jul2017, device available for evaluation: no, device evaluated by manufacturer: no. Mfg. Date: 31jul2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model # 1650de / exp. Date: 31jul2017, device available for evaluation: no, device evaluated by manufacturer: no. Mfg. Date: 31jul2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model # 1650de / exp. Date: 31may2017, device available for evaluation: no, device evaluated by manufacturer: no. Mfg. Date: 31may2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced premature power switching. Moreover, the patient mentioned that their ventricular assist device (vad) lost power. There was no notable damage to the controller or any of its connectors. The patient's primary controller and four batteries were exchanged and will be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, h6, h10. Product event summary: the controller (B)(6) and four batteries (B)(6) were returned for evaluation. One battery (B)(6) was not returned for evaluation. No performance allegation was made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Multiple controller power up events have been logged within the analyzed period. In several instances, momentary disconnections were recorded leading up to the losses of power. As a result, the reported events were confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and another internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 d4: serial#: (B)(6). H3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that one battery also had a communication error.

Manufacturer narrative:
Product event summary: the controller (con306128) and four batteries (bat220914, bat220817, bat218544, bat586672) were returned for evaluation. One battery (bat220944) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat220914, bat220817, bat218544, bat220944. Several controller power-up and associated pump start events have been logged since 01-15-2018. In several instances, momentary disconnections were recorded before the loss of power. As a result, the reported events were confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and the momentary disconnections and implement corrective actions as required. Additional products: battery, bat220914 d4 expiration date: 2017-07-31 , UDI#: (B)(4), d10: yes, return date: 2018-04-17 h3: yes h4: mfg date: 2016-07-31, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Battery, bat220817 d4 expiration date: 2017-07-31 , UDI#: (B)(4), d10: yes, return date: 2018-04-17 h3: yes h4: mfg date: 2016-07-31, h6 FDA method code(s): 10, 4112,, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Battery, bat220944 d4 expiration date: 2017-07-31 , UDI#: (B)(4), d10: no h3: yes, h4: mfg date: 2016-07-31,, h6 FDA method code(s): 4114, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Battery, bat218544 d4 expiration date: 2017-05-31 , UDI#: (B)(4), d10: yes, return date: 2018-04-17 h3: yes h4: mfg date: 2016-05-31, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that one of the batteries was not exchanged and remained in use.

Manufacturer narrative:
Additional products: battery, (B)(4). D4 expiration date: 2017-07-31 UDI#: (B)(4). D10: yes, return date: 2018-04-17 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-07-31 h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2017-07-31 UDI#: (B)(4). D10: yes, return date: 2018-04-17 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-07-31 h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 battery, (B)(4).d4 expiration date: 2017-07-31 UDI#: (B)(4). D10: yes, return date: 2018-04-17 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-07-31 h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA conclusion code(s): 92 battery, (B)(4). D4 expiration date: 2017-05-31 UDI#: (B)(4). D10: yes, return date: 2018-04-17 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-05-31 h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): the returned controller passes visual inspection and functional testing. Additional products: battery, (B)(4), expiration date: 2017-07-31 UDI#: (B)(4), device available for evaluation: yes, return date: 2018-04-17. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31, expiration date: 2017-07-31, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-04-17. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31, (B)(4), expiration date: 2017-07-31, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-04-17. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31. Battery, (B)(4), expiration date: 2017-05-31, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-04-17. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-05-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for previous report sent on 2018-08-21. If information is provided in the future, a supplemental report will be issued.